Event description:
It was reported that the patient came into clinic due to a patient notifier for low atrial lead impedance. Noise and oversensing was observed. The noise was replicated with isometric testing. During explant, the physician noted an insulation anomaly on the lead. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found insulation degradation at 24.1 cm from the connector pin.